Manufacturer narrative:
Visual inspection of the returned impactor pad confirms that it is fractured. The returned device is missing a corner piece that is about a third of the width by a third of the antero-posterior distance, and extending halfway down. These devices are used for treatment. The device has a potential service life of 18 months, and it has been used in an unknown number of surgeries. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the item was found fractured during a kit inspection. Not all pieces of the instrument were found.